Manufacturer narrative:
B5 and h6 updated to remove thrombosis coding.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2025, it was reported that the vlp exhibited conductive telemetry issues. The physician performed troubleshooting step and resolved the issue, however, fatigue on the catheter due to the time it took to resolve the telemetry prevented the implant from being successful. The catheter was exchanged. The vlp was also exchanged and a new vlp was successfully implanted. The patient was stable throughout the procedure.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2025, it was reported that the vlp exhibited conductive telemetry issues. The physician performed troubleshooting steps and resolved the issue, however, fatigue on the catheter due to the time it took to resolve the telemetry issues prevented the implant from being successful. The catheter was exchanged but at the time it was noted the helix of the vlp exhibited thrombosis. The vlp was also exchanged and a new vlp was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of an interrogation problem and a use of device problem could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Further analysis performed found no anomaly related to an interrogation problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.